Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
End user stated, the hardware for the wheels was rusted, and the wheel lock tips were missing.